Manufacturer narrative:
No product samples were returned for investigation, however, photographs were provided and evaluated. The photos show one (1) transfer set that is connected to the clave of a trifuse connector. Leakage can be seen at the connection point of the male luer of the transfer set and the female luer of the clave. No damage or anomalies are clearly visible in the images provided. The device history review (DHR) for lot number 4734811 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. However, the reported issue was previously confirmed for the same male luer purchased part lot number. The reported complaint of leakage can be confirmed. The probable cause of the leakage is due to a molding anomaly on the male luer post created during the molding process at the suppliers facility.

Event description:
The event involved a 43 cm (17") amber transfer set w/chemoclave® additive port, rotating luer, filter cap that had an unspecified chemotherapy drug leak during patient administration. There was patient involvement and delay in therapy for a few minutes. However, there was no report of adverse event, no blood loss, and no medical intervention was required. This report reflects the second of 3 events reported.